Manufacturer narrative:
(B)(4).

Event description:
The customer was contacted by the clinical department that questioned an albumin result for a patient sample. The customer repeated the sample. Of the data provided, there was a discrepant albumin and c-reactive protein result for the patient sample on the cobas 8000 c 702 module. The initial albumin result was 13.5 g/l and the repeat result was 40.1 g/l. The initial c-reactive protein result was 0.08 mg/l and the repeat result was 0.016 mg/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. There are two albumin reagents manufactured by roche, alb2 albumin gen.2 and albp albumin bcpcrej2 creatinine jaffé gen.2. The albumin reagent the customer was using was not provided. There are two c-reactive protein reagents manufactured by roche, crpl3 c-reactive protein gen.3 and crphs cardiac c-reactive protein (latex) high sensitive. The c-reactive protein reagent the customer was using was not provided. The albumin and c-reactive protein reagent lot numbers and expiration dates were not provided. Upon review of the alarm trace a several sample aspiration alarms on (B)(6) 2017 were observed. Upon further review of the alarm trace several sample shorts and a sample aspiration alarm on (B)(6) 2017 was observed.

Manufacturer narrative:
A general reagent or reagent pipette issue was not suspected as these were used for both rerun and qc. A specific root cause could not be identified. A possible cause may have been clots, fibrin, and a partially blocked or contaminated sample probe which can affect low sample volume tests. Albumin and c-reactive protein use a low sample volume.